Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. There was no patient harm or injury reported. Additional review indicates a failure related to charging of the internal battery was present in the device's downloaded error log. The internal battery needs replaced to address the issue. The device has been evaluated but not repaired, pending customer approval of the estimate.